Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the leak was internal and was not visible. The fresenius 2008t machine did alarm appropriately. Blood test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the leak was internal and was not visible. The fresenius 2008t machine did alarm appropriately. Blood test strips were used and tested positive for the presence of blood. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The dialyzer failed the test, showing as a steady stream of bubble coming from the pu cut surface at approximately 50° on the cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak, an opposing end of the fiber fragment could not be isolated. The fragment measured 3.75 inches. There was no other damage or irregularities visually noted on the dialyzer. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.